Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected off no power, low battery alarm or blank display noted.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 700 mg/dl. Prior to the event, the patient had gone to bed feeling fine. When he woke up, he was not feeling well, and began vomiting. When he went to the emergency room, the staff checked the insulin pump, and noticed that the screen was blank. The father declined troubleshooting, and requested a replacement insulin pump. Did find that the patient was not using the recommended battery. Advised the father to always use the recommended battery for the most consistent results. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.